Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot. It was reported surgical intervention may be undertaken to removed the system because may be undertaken to removed the system because it is not helping relieve pain. The pt planned to have x-rays to check the lead placement because she had a car accident. It was further reported the pt was getting coverage in her pain areas; however, since she hasn't been able to discontinue pain medications the pt feels stimulation is not working. The pt requested an explant prior to the (B)(6) 2014 car accident. Follow-up revealed the pt was seen by the sjm rep and is still requesting the system to be explanted. All impendances were with normal limits and stimulation is covering all painful areas. However, the pt is not satisfied with the scs system. Surgical intervention may occur at a future date.